Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 17, 2020 - april 23, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed fluid inside the bag that contained the united which indicated a leak. Further inspection revealed the cause of the leak was due to broken tubing at the junction of the stress member at the upper part of the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unknown location. The set was filled with 10800mg benzylpenicillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.